Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The event of redness, itching, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 11 days after injection with juvederm voluma xc in the cheeks and juvederm ultra xc in the nasolabial folds, perioral area, and "genio-mandibular area" the patient experienced redness, itching, swelling, and pustules at the injection sites. Patient was treated with allegra, levaquin, hyaluronidase, and a mederol dose pack. Patient's cheeks remain "bright red" but symptoms are improving at the other symptom sites. This is the same event and the same patient reported under MDR ID # 3005113652-2014-00083 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product. Juvederm ultra xc, also a device manufactured by allergan.